Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar events for maxi move we have found low number of similar cases where spreader bar came loose from the lifting arm. With the amount of sold devices and comparison to daily use of a device, we find occurrence rate to be very low. The device was inspected by an arjohuntleigh representative at the customer site and found to be out of its' specification-broken spreader bar guiding pin and not correctly functioning locking clip. The device was being used for patient handling and in that way contributed to the event. This spreader bar to t-bar attachment is called the lock & load system in the labeling of the device. The lock & load system is designed so that, when the spreader bar is connected to the t-bar, only a manual lifting of the spreader bar would allow for the separation of the spreader bar, a secondary component called the retaining catch would need to be pushed in order to allow for the separation. This retaining catch is designed to prevent an inadvertent separation of the spreader bar due to an unintended upward force applied to the spreader bar. The device examination performed at the customer's site after the incident, the retaining catch wasn't found to be fully working as intended. From this evaluation, we find this kind of separation of the spreader bar to be limited to 2 possible scenarios: spreader bar was incorrectly placed on a t-bar and the lock & load system was not correctly engaged & spreader bar hit an obstacle during lowering as it requires an upward force which is greater than the weight supported by the lock & load system. This complaint concerns an event where a resident was transferred from wheelchair, raised w/a lift, backed up & turned towards the bed. The possibility that the spreader bar was correctly engaged in the t-bar when the patient was lowered onto the bed surface is considered unlikely, as the separation of the spreader bar would required applying an upward force superior to the weight of the patient & spreader bar meaning the lock & load system was not engaged correctly. There appears to be no indication of an obstacle having been hit. There are two main possibilities to explain the incorrect engagement of the lock & load system. The spreader bar was interchanged before the event, and the person performing this activity did not engage the spreader bar in the t-bar correctly, was balancing on t-bar. The design of the system is fairly simple to use & allows for an easy detectability of an incorrect attachment. This possibility cannot be fully eliminated w/certainty, but appears very much less likely than the second possibility. The spreader bar was inadvertently lifted upward during use of the device, per example when lowering the spreader bar closed to the patient or when attaching the sling. In this case locking clip; would need to be faulty; would be easy to notice as a clicking sound appear during attaching; would need to break when lowering onto some object, but a cracking sound would have been heard. The second factor seems to be more related: the locking clip was not damaged, however, was found to be not working correctly. One guiding pin was found to bed broken, however, it is unknown if the pin was damaged prior to the reported incident or as a result of this event, e.g.: due to failing spreader bar. It is therefore concluded most likely that the lock & load system was not engaged as the patient was being lifted off the surface because of the spreader bar was inadvertently separated from the t-bar when preparing the transfer & because this went unnoticed as the patient was being lifted off the surface. The scenarios presented above are part of our use simulation. This test report includes not only issues w/guiding pins, but also simulations concerning not engaged spreader bar & locking clip. Conclusion related to misuse: "the only method we could simulate to have a spreader bar detach during use & under load (w/the weight of the person in transfer taken on) is to not place it so that it locks into the t-bar but balance on top of the t-bar. No other issues appears likely to cause a drop of the person in transfer before lowering". Conclusion related to combination of misuse and malfunction: "when the locking mechanism is broken, when the lock does not catch for other reasons or when the spreader bar is balanced on top of the t-bar and the spreader bar is lowered onto an object (e.g. Bed, chair) the spreader bar will only topple over when it is pushed up and not held into position by the weight of the person in transfer, and not held back by an attached sling. In that case, the spreader bar will topple away from the face of the person. From received information and our evaluation as presented above, user error cannot be ruled out as not correctly engaging spreader bar is most likely to contribute to the reported event. It is also very likely that spreader bar was lowered onto rigid surface & incorrectly attached spreader bar was pushed upwards. Sudden sharp turn w/a balancing spreader bar lead to its" detachment & falling off. This is in line w/the described event.: "started the transfer from wheelchair, lifted lift, back up and turned the lift towards the bed & resident fell" and w/our test simulation. The received information and our evaluation as described above are showing that if maxi move's warnings were followed in accordance to instruction for use, ther would be no patient or caregiver at risk. (B)(4).

Event description:
Initially it was reported by arjohuntleigh representative that spreader bar detached during use: "started the transfer from the wheelchair, lifted lift, back up and turned the lift towards the bed and resident fell. The whole hanger bar fell and ended on top of resident in the mid-section. (Caregiver) broke the resident's fall w/her thigh/leg." The injury occurred to the resident: bump on head and body was sore. No hospitalization was required.